Event description:
A patient reports while activating a pod, upon removal of the needle guard the needle had deployed early. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Rotational sensor errors were seen in the download data causing the device to generate an 0x41 alarm during priming indicating rotational sensor maximum summed error table. Rotational sensor errors were replicated in the rerun data. A blue hue was observed on the commutator cap, which can be confirmed as the cause of the rotational sensor errors, 0x41 alarm and device not deploying. Since the device did not yet deploy or complete priming, it could not have deployed early.